Manufacturer narrative:
(B)(4). Title a case report of an inadvertent placement of tracheostomy tube into the pharynx after emergency tracheostomy: management of a failed surgical airway source cases-anesthesia-analgesia.org, volume 12, 2019 (362-365) article number: 10 date of publication: 11 october 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, during emergency exploratory laparotomy, the device was placed and the end-tidal carbon dioxide could not be detected. The tracheostomy tube was therefore exchanged for a 6.0 mm internal diameter endotracheal tube. The tracheostomy tube that was placed failed to provide adequate ventilation and a reassuring carbon dioxide waveform. The event is related to process of placement of the tube.